Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead. It was also noted that there were intermittent high out of range pace impedance measurements greater than 3000 ohms on the ra lead. The ra lead is not a boston scientific product. The boston scientific representative indicated that they would recommend to the device following clinic to program off the rrt sensor. Boston scientific technical services also discussed performing routine troubleshooting to determine if there is a specific ra lead issue or a device header spring contact issue, specifically performing isometrics, serial impedance measurements and checking for noise. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead. It was also noted that there were intermittent high out of range pace impedance measurements greater than 3000 ohms on the ra lead. The ra lead is not a boston scientific product. The boston scientific representative indicated that they would recommend to the device following clinic to program off the rrt sensor. Boston scientific technical services also discussed performing routine troubleshooting to determine if there is a specific ra lead issue or a device header spring contact issue, specifically performing isometrics, serial impedance measurements and checking for noise. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.